Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure, according to the complainant, during progression to fill and ablation phases, it was observed that the procedure may have been performed too close to the wall and tissue of the vagina but despite this, the case was continued. A successful ablation was completed with no alarms or fluid losses. However, after the pt cool down and removal of the sheath, an assumption was made that the positioning was incorrect (posterior to the cervix). As a result, it is believed that the pt may have sustained a posterior vaginal burn, although this information has not yet been confirmed. Clinical follow up revealed that there was no leaking at the cervix or any indication of over dilation. There were no further complications reported with this event and the pt's condition is reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the lot number therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.